Event description:
It was reported that during an unknown procedure, the tissue pad fell off during the procedure. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure. One device will be returned.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned along with the instrument. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the tissue pad that fell off during the procedure. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.